Manufacturer narrative:
If additional information becomes available, a follow-up report will be filed. Included with report: control unit quick start card. Print out of control unit user's manual. Print out of control unit quick start guide. Print out of left shoulder use guide. Spec: control unit s/n label. Spec: control unit elec. Safety label. Spec: left shoulder sleeve label. Spec: left shoulder sleeve care label. Spec: left shoulder ID label. Art: left shoulder heat exchanger pkg label. Spec: left shoulder heat exchanger label.

Event description:
It is believed that the patient underwent a surgical procedure on his left shoulder, and that the game ready accelerated recovery system was prescribed for use post-operatively, during the following 14 days at approx 40 degrees f in 30 minute intervals, alternating between no treatment and the application of the game ready shoulder wrap for "several hours daily." The patient was seen by his physician for follow-up on or around day 14. During the follow-up visit, the patient's physician noted what appeared to be "some frostbite" on the treated area. It is unknown whether the event required intervention to prevent impairment / damage, or if a subsequent diagnosis was made. The patient reported the event to a third-party coolsystems distributor representative on 12/29/06, who in turn reported the details above to coolsystems on 01/02/07. Five attempts via telephone and email between 01/03/07 and 1/26/07 have been made to the third-party distributor representative to gather further information without success, therefore, the investigation was concluded.